Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number is not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the narcotic item could not be located on the patient's profile and it could not be issued. A technical support specialist confirmed the case could be closed since there was no need for the item anymore. No resolution was provided by the technical support specialist or customer regarding the reported issue. No additional information is available.

Event description:
It was reported by the customer that at bd pyxis¿ medbank tower narcotic items hydrocodone acetaminophen 5-325 mg for pt 5055\f\104142 could not be issued as it could not be located on patient's profile. It reached the min and the po was generated, but it was not being issued. There were no adverse events or injuries reported based on this incident.